Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system failed the mechanical test during checkup due to side door switch not making good contact. Shows door open when closed. The manufacturer representative adjusted side door switch to allow correct contact. Tested door open/closed a dozen times, no issues. The system then passed checkout and the imaging system is operational codes associated with the system: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system on site was not showing a closed door even when the door was physically closed. They pushed the covers together and got the door to close. They then opened the arm and it failed to close again. The was a delay of less than 1 hour and no impact on patient outcome.